Manufacturer narrative:
Corrected information: h10, h6 conclusion code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was feeling very ill (specific symptoms not provided) and presented to the emergency room (ER) on (B)(6) 2021. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for gram-positive streptococcus agalactiae. The patient was discharged to home on (B)(6) 2021 with antibiotics of ip cefazolin (dose and frequency unknown) which was completed on (B)(6) 2021. The patient was able to continue pd therapy utilizing the liberty select cycler during recovery. The patient is currently recovered from the peritonitis event. The cause of the peritonitis has been attributed to touch contamination. The pdrn stated that no fresenius product(s) were related to the peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was feeling very ill (specific symptoms not provided) and presented to the emergency room (ER) on (B)(6) 2021. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for gram-positive streptococcus agalactiae. The patient was discharged to home on (B)(6) 2021 with antibiotics of ip cefazolin (dose and frequency unknown) which was completed on (B)(6) 2021. The patient was able to continue pd therapy utilizing the liberty select cycler during recovery. The patient is currently recovered from the peritonitis event. The cause of the peritonitis has been attributed to touch contamination. The pdrn stated that no fresenius product(s) were related to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis has been attributed to touch contamination. This is supported by the culture results of streptococcus agalactiae, a bacterium in the gastrointestinal and genitourinary tracts of adults. This bacterium has caused invasive infections in immunocompromised adults and the elderly including peritonitis. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was feeling very ill (specific symptoms not provided) and presented to the emergency room (ER) on (B)(6) 2021. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for gram-positive streptococcus agalactiae. The patient was discharged to home on (B)(6) 2021 with antibiotics of ip cefazolin (dose and frequency unknown) which was completed on (B)(6) 2021. The patient was able to continue pd therapy utilizing the liberty select cycler during recovery. The patient is currently recovered from the peritonitis event. The cause of the peritonitis has been attributed to touch contamination. The pdrn stated that no fresenius product(s) were related to the peritonitis event.